Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a caesarean section procedure, on closure of the skin, while using continuous suturing technique, the needle pulled off the thread. Another unit of suture was used to resolve the issue. There was no patient injury.